Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up on (B)(6) 2019 experiencing ¿jumping¿ in her shoulder. Upon interrogation of the device, loss of capture and sensing was noted on the right ventricular lead. A chest x-ray confirmed that the lead had pulled back into the pocket. The patient present for lead revision procedure on (B)(6) 2019. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece measuring 64.9cm. The reported events of no capture and no sensing were not confirmed. Analysis was normal. No anomalies were found.